Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On 22-jul-2024, it was reported that the patient when opened supplies it was damaged. No further information available.